Manufacturer narrative:
(B)(4). If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
Boston scientific received information that during a recent flutter ablation procedure while the device was programmed in the electrocautery mode, the patient was bi-v pacing when they shouldn't have. Once the ablation procedure was completed, the problem ceased. To date, no additional adverse patient effects have been reported.